Event description:
It was reported that the nurse stated the night shift had issues with multiple devices and just swapped out devices. Unsure of the device error messages. Had nurses power up devices to view event logs. 1st device, sn (B)(6), patient temperature (pt) was reading 33.5c in an arctic sun device but axillary registering at 90f and water temperature (wt) was in the teens. Patient felt extremely cold. Event log shows on feb 21 16:24 alert 50 patient temperature (pt) 1 erratic, alarm 15 unable to obtain a stable patient temperature, alarm 14 patient temperature (pt) 1 probe out of range and alarm 27 patient temperature (pt) 2 probe out of range. Advised without a patient temperature (pt) input and could not trouble shoot this device. It could be a temperature cable, probe or device issue. Advised to label 50, 15, and 14 and send (B)(6) to biomed for evaluation. 2nd device, sn (B)(6). Event log shows on feb 21 13:39 alert 11 patient temperature (pt) 1 below low patient alert, alert 112 confirm return to cooling phase, alert 02 low flow, and alarm 14 patient temperature (pt) 1 probe out of range. Advised to label 11, 02 and 14 and send to biomed for evaluation. 3rd device, (B)(6), event log shows on feb 22 07:29 alert 01 patient temperature (pt) line open, alert 02 low flow and alert 45 ac power lost. Advised that these alerts could be related to the pads or the device. Since patient has already been swapped out, could not rule out the pads. When they swapped out from this device to the current device, they also swapped out pads. Advised to send to biomed for evaluation.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. When they swapped out from this device to the current device, they also swapped out pads. Advised to send to biomed for evaluation. Per additional information received, tech support spoke with biomed who confirmed they did receive an influx of devices yesterday morning, but they have not evaluated any of them yet. They all had notes about "temperature issues." Biomed would reach out to technical support if they need assistance. Follow ups complete. Additional information will be added to the record if and when additional information has been received. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the night shift had issues with multiple devices and just swapped out devices. Unsure of the device error messages. Had nurses power up devices to view event logs. 1st device, sn (B)(6), patient temperature (pt) was reading 33.5c in an arctic sun device but axillary registering at 90f and water temperature (wt) was in the teens. Patient felt extremely cold. Event log shows on feb 21 16:24 alert 50 patient temperature (pt) 1 erratic, alarm 15 unable to obtain a stable patient temperature, alarm 14 patient temperature (pt) 1 probe out of range and alarm 27 patient temperature (pt) 2 probe out of range. Advised without a patient temperature (pt) input and could not trouble shoot this device. It could be a temperature cable, probe or device issue. Advised labelling 50, 15, and 14 and send (B)(6) to biomed for evaluation. 2nd device, sn (B)(6). Event log shows on 2/21 13:39 alert 11 patient temperature (pt) 1 below low patient alert, alert 112 confirm return to cooling phase, alert 02 low flow, and alarm 14 patient temperature (pt) 1 probe out of range. Advised labelling 11, 02 and 14 and send to biomed for evaluation. 3rd device, (B)(6), event log shows on feb 22 07:29 alert 01 patient temperature (pt) line open, alert 02 low flow and alert 45 ac power lost. Advised that these alerts could be related to the pads or the device. Since patient has already been swapped out, could not rule out the pads. When they swapped out from this device to the current device, they also swapped out pads. Advised sending to biomed for evaluation.